Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, threshold measurements could not be obtained due to a loss of capture on the left ventricular lead. The physician suspected a lead dislodgement occurred. The device was reprogrammed right ventricle pacing only and the patient was in stable condition.